Manufacturer narrative:
Correction: the catalog number has been provided by the customer. The following fields have been updated: b.5. Describe event or problem: it was reported that the bd alaris¿ pump module smartsite¿ infusion set infused faster than expected during use due to flow issues, leading to over-infusion. D.1. Medical device brand name: bd alaris¿ pump module smartsite¿ infusion set. D.2. Medical device catalog#: 2420-0007. D.3. Medical device manufacturer: sistemas medicos alaris, s.a. De c.v. D.5. Unique identifier (UDI) #: (B)(4). G.2. Manufacturing location: sistemas medicos alaris, s.a. De c.v. G.5. PMA / 510(k)#: k944320.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set infused faster than expected during use due to flow issues, leading to over-infusion. The following information was provided by the initial reporter: "pt. Had a ns med line infusing at 2cc/hr. Rn changed the IV tubing and hung a 1 l bag at 0400. At approximately 8-8:30am daylight rn noticed 1l bag to be empty. Rn decided to spike a 250cc bag until she could clarify and confirm time 1l bag was hung. At approximately 0930, rn entered room to find 250cc bag was now empty. Pt received approximately 1200cc of ns in 5.5 hours, rather than 11cc.".

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set infused faster than expected during use due to flow issues, leading to over-infusion. The following information was provided by the initial reporter: "pt. Had a ns med line infusing at 2cc/hr. Rn changed the IV tubing and hung a 1 l bag at 0400. At approximately 8-8:30am daylight rn noticed 1l bag to be empty. Rn decided to spike a 250cc bag until she could clarify and confirm time 1l bag was hung. At approximately 0930, rn entered room to find 250cc bag was now empty. Pt received approximately 1200cc of ns in 5.5 hours, rather than 11cc.".

Manufacturer narrative:
H.6. Investigation: one sample was returned for investigation by the customer. Sample was identified to be model 2420-0007. The set was examined for defects and abnormalities. No defects or abnormalities were observed. Set was primed with saline. An infusion run was programed into the alaris pump at 125 ml/hr for 1 hr. The set was flowed into an empty beaker. After the infusion run completed there was about 125 ml in the beaker. The customer complaint that there is over infusion could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review could not be performed because a lot number was not provided by the customer.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ infusion set infused faster than expected during use due to flow issues, leading to over-infusion. The following information was provided by the initial reporter: "pt. Had a ns med line infusing at 2cc/hr. Rn changed the IV tubing and hung a 1 l bag at 0400. At approximately 8-8:30am daylight rn noticed 1l bag to be empty. Rn decided to spike a 250cc bag until she could clarify and confirm time 1l bag was hung. At approximately 0930, rn entered room to find 250cc bag was now empty. Pt received approximately 1200cc of ns in 5.5 hours, rather than 11cc."